Event description:
Allegedly, patient revised due to pain, discomfort, dysfunction, metallosis, dvt, inflammation, infection and septic hip. (Right).

Manufacturer narrative:
This is the same event as 3010536692-2014-01534, -01536. This report will be updated when investigation is complete.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.